Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during chevar treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure there was inadequate positioning of the renal stent graft which required realigning to obtain a smooth angle. It was stated that the renal stent graft was higher in the proximal zone than the endurant bifur stent graft. Ballooning (x2) was attempted but did the event remained unresolved due to balloons bursting. This was noted to be due to the proximal position of the suprarenal stents of the endurant bifurcate and the renal stent. It was reported that the physician then inserted a self-expanding bare metal stent (bms) into the left renal stent graft to have the desired apposition and with this the event was then resolved. Per the investigator the cause of the event was due to positioning of the renal stent in the proximal region of the endurant bifurcate. No additional clinical sequelae were reported and the patient is fine.